Event description:
A surgeon reported that during implantation of an intraocular lens (iol) a pt developed an anterior capsular tear, but the lens was implanted in the bag. On post-op day one the surgeon noted that one haptic was dislocated into the anterior chamber. Upon replacement of the lens into the bag a choroidal hemorrhage developed with eventual retinal detachment.